Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibiting shock lead impedance low out of range. Technical services (ts) was consulted and suspected electromagnetic interference (emi). Ts explained no noise was visible and electrogram (egm) appears appropriate. The device remains in service. No additional adverse patient effects were reported.